Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) approximately two weeks prior to contact. The patient¿s blood glucose levels were not provided, and this information was not obtained due to the patient discontinuing the call. The patient reported wearing the pod at the time of the event; however, it is unclear if the pod contributed to the issue, as the patient was unsure. The duration of pod wear at the time of the event is also not provided. Symptoms reported are unknown, as the patient did not provide this information before ending the call. No further information was provided.